Manufacturer narrative:
Customer declined to have reported mold evaluated. Contamination of the canopy seals is obvious to user. Strict adherence to infectious control protocols and policies and cleaning procedures per recommendations of ge healthcare minimizes the likelihood of user/patient harm. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported an allegation of mold on the canopy seal of the unit being used in the nicu. There was no patient involvement.